Event description:
The surgeon was performing a partial knee arthroplasty procedure with the assistance of the robotic arm interactive orthopedic system (rio). While preparing to resect the tibia, an error appeared on the screen. A call to customer support helped identify the problem as a communication error; however, attempts at troubleshooting were unsuccessful. The surgeon determined that the proper course of action was to use the manual instrumentation set to complete tibial resection, and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is still underway, and supplemental report will be submitted if reportable results are obtained.